Event description:
It was reported that faradrive steerable sheath was selected to use in pulmonary vein for atrial fibrillation. It has been mentioned that the flush port leak occurred. The procedure was completed using different faradrive sheath. No patient complications occurred. The product return status is unknown.

Manufacturer narrative:
It was indicated that the device is not known if it will return for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.